Event description:
Dexcom g6 sensor inaccurately reading blood glucose levels of 142 mg/dl, omnipod 5 auto bolus off that; 15 minutes later blood glucose levels reading 92 with no arrow (meaning sensor lost accuracy). Consumed 2 glucose tabs to mitigate low reading. 5 minutes later dexcom g6 sensor reading 190 mg/dl. Manual bolus delivered of 1 unit. 15 minutes later blood glucose reading 20 mg/dl on manual finger stick. This is unacceptable for dexcom to have a faulty product that is not able to accurately measure blood glucose readings. Please pull my file with them and you will see I have not refilled my prescription with dexcom for over a year because I have to continually call every 2-5 days and get a replacement sensor sent out. Such a garbage product that has claimed far more lives than data will show I guarantee you. The problem is that instead of re-investing in product testing and development, they are paying out millions of dollars in bonuses to their ceo (B)(6). Mr. (B)(6) earned a total compensation package of (B)(6) in 2021. Now if that was instead funding their faulty product to make it better, lives would be saved. The FDA is failing to regulate this appropriately. This was over the span of 5 - 15 minutes. Verified with manual finger sticks.